Event description:
The patient's (B)(6) therapy system included a conventional ipg. It was reported communication between the ipg and programmer could not be established, and the patient lost stimulation as a result. Surgical intervention was undertaken to replace the patient's ipg. Since no program settings have been provided, it is undetermined whether the device had reached its expected end-of-life. It was noted that the patient underwent hip surgery in (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.